Event description:
Event description guidant received information that during the procedure to implant this lead, the implant values varied significantly between mapping and fixation of the helix mechanism. The impedance changed from 600 ohms to >2000 ohms and the threshold increased from 0.3 volts to 5 volts. Additionally, the patient's heart rate dropped and he became ill during the procedure. The lead was removed and returned for analysis.